Event description:
Pt in for multiple surgery for removal/replacement of medtronic leads&generator 6/23/97 generator removed due to infection. 9/30/96 lead removed. 9/5/96 lead removed. 7/9/96 generator removed. 5/31/96 lead removed. 4/24/96 generator removed.